Event description:
It was reported the pt had been experiencing pain and discomfort at the ipg site due to device movement. The pt has not used therapy in the past three months. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.